Event description:
It was reported to philips that the system was unable to produce x-rays. Upon rebooting, the system took an extended time to boot back up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred while performing planned left bundle permanent pacemaker case. The procedure was completed as planned once power came back with a delay of 15 mins. It was reported to philips that the system was unable to produce x-rays. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and customer informed rse system showed the persistent ¿generator busy¿ message, which prevented x-ray generation. The philips field service engineer (fse) visited onsite, checked the logfile and found multiple occurrences of miu phase missing and adu undervoltage errors. The fse verified all incoming power to the generator as per the system service manual, ensuring connections were secure and voltage was within specification, confirming proper connection and voltage levels. The fse confirms that the miu was the root cause of the issue after checking the logfile. To resolve the issue, fse replaced the mains interface unit (miu) following the certaray generator service manual and performed all functional tests. The defective part was sent for analysis, for main interface unit (miu) no failure was observed. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, the procedure was completed as the issue did not affect the procedure. The procedure was finalized with a minimum delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.